Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were review and they are pre-operative. No evidence of any kind against the device was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative avulsion bone fracture of medial femoral condyle event is serious and is considered mild. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021, (right knee). Treatment: surgical open reduction internal fixation. On (B)(6) 2021, the patient had a left hybrid total knee arthroplasty to address primary osteoarthritis, end-stage, left knee. Depuy components, including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient had a closed manipulation under anesthesia to address arthrofibrosis, status post left total knee arthroplasty.